Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the issue was unknown. The patient was advised to return to the hospital for a related medical examination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the postoperative improvement was good, but the left side of the body recently twitched and a had a sense of current. They then returned to the surgery hospital to adjust the parameters and became normal, but on the way home, the same symptoms occurred again. The patient suspected that the stimulator was displaced. If the stimulator was pushed up by hand, there would be no sense of current. The situation occurred for about a week. The family stated that it did have an affect on the patient's normal quality of life. The doctor has never encountered a similar situation to this one. It was unknown if effective measures had been taken. Troubleshooting was unknown. The patient was observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 3389-40 lot# val1t92 serial# implanted: (B)(4) 2016 explanted: (B)(4) 2018 product type lead product ID 37085-60 lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: (B)(4) 2018 product type extension .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative indicated the resolution remained unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389-40, lot# val1t92, implanted: (B)(6) 2016. Product type lead, product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2016. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a distributor indicated the patient had their extension and lead replaced. The patient was currently in the hospital.

Manufacturer narrative:
Analysis of the lead (lot no. Val1t92) found that the lead body conductor was broken within 10 cm of the connector area. Analysis of the extension (serial no. (B)(4)) found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.